Manufacturer narrative:
Product ID: 8703w, lot# l36997, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
2013-04-12 ((B)(4)): it was reported that this patient was still experiencing a lot of pain in his upper back and had a hard time doing therapy as a result of this pain. The patient had been in the hospital but the reason was not provided. This patient also had known sensory issues in his feet. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report. 2013-04-12 (interface details/hcp): no new information.